Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed the displacement test but failed during prime/compromised force sensor system rewind test due to loose drive support disk.

Event description:
Information received by medtronic indicated that the insulin pump had an unexplained no delivery alerts not due to site issues. The customer stated that the insulin pump was slower and louder during rewind. Customer declined to troubleshooting with 24 hours technical support department. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.